Manufacturer narrative:
Date of event. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. Concomitant medical products: product ID: 09078, lot#: unknown, product type: lead. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: 09078, lot#: unknown, product type: lead. Product ID: 09078, lot#: unknown, product type: lead. Product ID: 09078, lot#: unknown, product type: lead. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: 09078, lot#: unknown, product type: lead. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: 09078, lot#: unknown, product type: lead. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable. Neurostimulator. Product ID: 09078, serial/lot #: unknown. Product ID: 09078, serial/lot #: unknown. Product ID: 09078, serial/lot #: unknown. Product ID: 09078, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: 09078, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: 09078, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Van buyten, smet. The use of ankerstim in chronic headache and facial pain. Erp status information. Summary: a custom-made, tined ons-lead with flexible electrodes was developed by the pain center of az nikolaas in close collaboration with the bakken research center of medtronic. The custom-made lead model 09078 received a ce mark on 23 december 2016. After ce mark the lead received the ¿ankerstim¿ label for intractable chronic cluster headache (icch) (on label use). After having obtained ce mark, the ¿ankerstim¿ lead was still used off label for other ons indications and peripheral trigeminal neuropathy. Between 2013 and february 2019, 94 patients with refractory headache disorders or facial pain were implanted with a custom-made, tined ons-lead with flexible electrodes. 82 patients responded during the trial stimulation period to the therapy with this lead and received an implantable pulse generator. For the 94 patients. For the 94 patients (33 male; 61 female), age at implant ranged from 23 to 71 years (mean age: 49). Fifteen patients were treated with ons prior to the introduction of custom-made devices and had the original occipital lead quad plus (scs lead) replaced with the custom-made lead due to lead failure, dislocation or infection of the quad plus lead. 56 patients were implanted with the custom-made lead model 09078 between 2013 and 23 december 2016 (ce mark). After 23 december 2016 38 patients were implanted with the ankerstim lead. They were implanted with the custom-made lead model 09078 but needed a revision de to high impedances of the electrodes. Reported events: 2 patients experienced high impedance values on the electrodes of the tined ons-lead. No specific device information provided.